Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). Device evaluation could not be performed because the affected devices were not returned. Lot history of review on both sion blue and corsair pro revealed no anomaly relating to the reported event. No other similar product experience report was received from either lot. Based on the provided information, results of lot history records review, and referring to known similar events, it was presumed that torsion generated with wire manipulation had likely contributed to reported separation of sion blue guide wire. The applied torsion would localize and therefore exceed the product design limit when the wire tip was being caught and restricted its movement by the heavily calcified lesion. Consequently, the coil became unraveled and entangled corsair pro. Separation of corsair pro likely occurred during removal due to tensile stress that exceeded the product design limit because of the unraveled guide wire that trapped corsair pro. It was concluded that this event was not attributed to product quality. No action is taken nor is planned to be taken as the instructions for use (IFU) states: warnings: do not use this microcatheter in advanced calcified lesion. If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunction and adverse effects] separation.

Event description:
It was reported that an asahi sion blue guide wire and corsair pro microcatheter were used in a complex percutaneous coronary intervention to treat a very heavily calcified lesion. The guide wire detached during use and entangled with the microcatheter. A part of the microcatheter was torn off when it was pulled back. The separated part of the microcatheter retaining in the lesion was caught on the guide wire so it could be removed.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Both reported sion blue guide wire (MFR report #: 3003775027-2022-00020) and corsair pro microcatheter (MFR report #: 3003775027-2022-00021) were returned for evaluation. The returned sion blue was bent at approximately 7mm from the tip. At approximately 108-114mm from the tip, the core wire was exposed due to fracture of the coil. On the distal side of the coil fracture, the loosened coil had entangled the torn tip of the corsair pro. Distal to the loosened segment, disarrangement of the coil was observed. The core remained in one piece. Both proximal and distal sides of the coil fracture end were twisted and had a flat fracture surface, indicating that torsion had caused the coil fracture. The returned corsair pro had its tip torn and stretched for approximately 3mm. No noticeable damage was observed on the shaft. Lot history of review on both sion blue and corsair pro revealed no anomaly relating to the reported event. No other similar product experience report was received from either lot. Based on the provided information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to observed coil fracture of sion blue guide wire. The continuously applied torsion would localize and therefore exceed the product design limit when the wire tip was being caught and restricted its movement by the heavily calcified lesion. Consequently, the coil became unraveled and entangled corsair pro. Tip separation of corsair pro had most likely occurred during removal due to tensile stress that exceeded the product design limit because of the unraveled guide wire that trapped the tip of corsair pro. It was concluded that this event was not attributed to product quality. Observed tip damage was too severe to completely rule out a possibility that some tip fragment might have been left in the patient. No action is taken nor is planned to be taken as the instructions for use (IFU) states: [warnings] ~ do not use this microcatheter in advanced calcified lesion. ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunction and adverse effects]. ~ separation.

Event description:
It was reported that an asahi sion blue guide wire and corsair pro microcatheter were used in a complex percutaneous coronary intervention to treat a very heavily calcified 95-99% stenosis in the mid right coronary artery. The guide wire was partially detached during use and entangled with the microcatheter. A part of the microcatheter was torn off when it was pulled back. The separated part of the microcatheter was caught on the guide wire so it could be removed from the patient. The patient outcome at the end of the procedure was satisfactory.